Manufacturer narrative:
Section d10: correction. Manufacturer's investigation conclusion: a specific cause for the patient¿s right ventricular failure, as well as a direct correlation to heartmate 3, serial number (B)(6), could not conclusively be determined through this evaluation. No device-related issues were observed during the evaluation of the returned device. It was reported through the patient outcome that the patient underwent a heart transplant on (B)(6) 2020. Additional information indicated that the patient was upgraded to status 2 due to right ventricular failure. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump housing. Approximately 4¿ of the sealed outflow graft was returned attached to the pump cover outlet port, secured with the outflow graft clip. The mini apical cuff was returned with the cuff lock properly secured. The sealed outflow graft bend relief was returned secured around the graft attachment. The pump appears to have been exposed to a fixative agent (e.g. Formaldehyde) post-explant. Visual inspection of the inflow and outflow cannulas did not reveal any laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The lvad event and periodic log files were retrieved from the returned device. The lvad event log file contained approximately 43 minutes of data from (B)(6) 2020. The lvad periodic log file contained data from (B)(6) 2020 through (B)(6) 2020. No atypical lvad faults/events were captured and temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted due to right ventricular failure requiring temporary right ventricle assist device (rvad) implant. The patient was upgraded to status 2 due to the failure. The device will be returned for evaluation.